Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, foul odor and swelling. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary retention, and rectocele. No additional information was provided.